Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy. The patient stated that they were having trouble with the recharger because they felt like the antenna had moved, so they took off the recharger to see if they could put it on ¿the right way.¿ however, the patient didn't know that they weren't supposed to take it off so they were in so much pain and hadn't had relief in a long time. It was reviewed that the recharger didn't have to be on the patient at all times for the implant to work but only when they were actively recharging, as charging was necessary to have therapy. The patient had previously thought that they had to have the recharger antenna over the implant for stimulation to work. It was further reported that the patient wasn't educated on how to use the device and was rushed through any training they received. The patient mentioned that they had a back brace, which helped them more than anything, and they were wondering how they were supposed to charge their implantable neurostimulator (ins) and wear the brace at the same time. Adhesive discs were sent for the patient to use with their recharging waist belt, although the patient stated that they were told by their healthcare provider (hcp) not to use the belt. The patient was able to check their settings which showed that the ins was 25% charged and therapy was on at 0.40v. The patient reported that they weren't getting pain relief and stated that their hcp had programmed their device so that they weren't supposed to feel stimulation. It was reviewed that the patient may want to increase stimulation and follow up with their hcp. It was noted that the issue occurred either a day or a week after the patient was implanted on (B)(6) 2017. Additional information was received from the patient. It was reported that the patient was experiencing shocking and needed to decrease stimulation. The patient stated that they were on 9.00v and decreased it to 2.30v. It was further reported that the patient fell a week prior to the date of this report. During the call, the patient was able to decrease stimulation to 1.10v and turn therapy off. The patient mentioned that they wanted to have the device removed because they weren't pleased with it. It was recommended that the patient contact their hcp to check the ins. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.